Event description:
It was reported that during an implant attempt, due to the patient anatomy, the physician attempted to position the right ventricular (rv) lead multiple times with poor values and also attempted to extend and retract the helix multiple times. Additionally, the physician attempted to remove the rv lead without success; therefore, the physician decided to extract the atrial lead and both leads came out. A new rv lead was implanted and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.